Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen home button was unresponsive. During troubleshooting, pump touchscreen tests were performed and the pump was restarted; however, the issue continued. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.